Event description:
It was reported that an asymptomatic patient presented in clinic during follow up. The implantable cardioverter defibrillator exhibited post paced t wave oversensing on the ventricular lead. The patient did not receive therapy during the oversensing. The device was reprogrammed and the issue was resolved. The patient was stable.